Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient had increased seizures in (B)(6) 2011 after having a dental procedure done. The patient received novocaine at the dental procedure. The patient had vns generator replacement surgery performed due to end of service on (B)(6) 2012. Attempts for further information and return of the explanted generator are in progress.

Manufacturer narrative:
The device was returned to the manufacturer on (B)(4) 2012 under a different return goods authorization number which was not realized until (B)(4) 2012.

Event description:
The explanted generator was returned for product analysis on (B)(4) 2012; however, the generator was returned under a different return goods authorization number and this was not realized by the manufacturer until (B)(4) 2012. The alleged end of service condition was determined to be the result of normal battery depletion. The depletion was an expected event as determined by the battery life analysis (-0.76 years) and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Follow up with the reporter revealed the increased seizures in (B)(6) 2011 were felt to be due to possible nearing end of service. The level of the seizure increase was not known.